Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. Visual and functional testing performed. Customer problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No actions taken. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an internal rattle and failed accuracy test. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.